Event description:
It was reported that while updating the pump (B)(6) 2015 with a refill and increase in concentrations/ ¿bb¿ the pump inadvertently went in to a stopped pump mode. The pump was delivering fentanyl, clonidine and morphine. Specific patient symptoms, cause of the event, intervention and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).